Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73h1700835 investigations did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a distal gastrectomy, the first clip was successfully used for ligation, but the second clip was unable to open since the jaws did not open wide enough. Then the second clip was removed from the applier outside a patient. The third and any later clips were unable to load into the jaws and fell. Therefore, it was replaced by another applier but the same issue occurred again. No clips remained in the patient.